Manufacturer narrative:
Additional information: as received, a complete lead with stylet inserted was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, decreased sensing and decreased pacing impedance were observed on the right ventricular (rv) lead. An x-ray was performed and no anomaly or dislodgement were noted. The physician suspected insulation damage. The lead was explanted and replaced to resolve the event. During the procedure, an inspection of the lead revealed no visible anomalies. The patient was in stable condition.